Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 500 mg/dl and 150 mg/dl. The customer also experienced stress because her sister passed away. The customer changed the infusion set in order to bring her blood glucose level down. Troubleshooting was not performed. The insulin pump will not be returned for analysis.